Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had failed during the operation on the patient. The device was no longer ventilating, and they had to switched to manual ventilation. The device was replaced. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file, the reported device failure could not be confirmed. The log file analysis showed that a suction maneuver was performed by the user on the reported date of event. During disconnection for suctioning, ventilation is interrupted by the device until reconnection is recognised. In addition, acoustic alarms associated with disconnection are suppressed. Furthermore, a leakage was alarmed by the device in the further course of the ventilation indicating an application problem. The log file analysis found no indication of a device malfunction. The device was tested by dräger service and confirmed to be operating as per manufacturer's specifications. As a safety feature of the system, the safety software analyses and verifies the proper functioning of the device. If ventilation is impaired by a leakage, the user is alerted by visual and audible alarms. The device behaved as specified. Based on the investigation results this case is assessed to be not reportable anymore as neither a death nor a serious deterioration in the patient's state of health occurred and this is not to be expected in the event of a recurrence as there was no device malfunction.

Event description:
It was reported that the device had failed during the operation on the patient. The device was no longer ventilating, and they had to switched to manual ventilation. The device was replaced. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.